Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event injection site abscess, was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) lidocaine, lot numbers a00133530 and a00147120, were reviewed. A lot search was conducted on the reported lot numbers (a00133530 and a00147120) and no other similar events were noted. Nonconformances were noted for lot number a00133530, but none that would have contributed to this event. No nonconformances were noted related to lot number a00147120.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a female patient. She was injected with radiesse (+) for a brazilian butt lift (reported as bbl) (off label use of device). Batch numbers were reported as a00133530 (expiry date: 19-nov-2025) and a00147120 (expiry date: 07-dec-2025). The batch record review was received and the lot numbers for radiesse (+) were confirmed as a00133530 (expiry date: 19-nov-2025) and a00147120 (expiry date: 07-dec-2025). A lot of searches in the global safety database was conducted. After the radiesse (+) injection, the patient experienced delayed onset nodules. The outcome of the event was unknown. Follow up information was received on 24-sep-2024: this case was upgraded to serious. The event abscess was added. The event product preparation issue was added. The patients initials and date of birth (1980) were provided. She was 43 years old at the time of the events. She was injected with 10 syringes of radiesse (+), in june 2024 at two separate appointments, spaced 3 weeks apart. Radiesse (+) was diluted at a 1:1 ratio (product preparation issue). She received covid and flu vaccines, in 2024 (reported as 12 days prior the appearance of nodules). In august 2024 (reported as 2 months following the bbl treatment), after the radiesse (+) injection, the patient experienced the nodules. She was doing well until (B)(6) 2024. On (B)(6) 2024, she developed an abscess on her left buttocks. The abscess was drained and she was placed on antibiotics. On (B)(6) 2024, she returned and still had an abscess. It was drained again and a culture was sent to the lab. Antibiotics were changed to a different type. On (B)(6) 2024, the culture came back negative and she did not respond to antibiotics and the abscess spread. The outcome of the event delayed onset nodules was reported as not resolved (changed from unknown). Due to the provided information, the outcome of the event abscess was considered as not resolved.